Event description:
A (B)(6) male pt's daughter called zoll customer support to report that the monitor's electrode belt connector had broken. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, the belt would not lock into the monitor. The cause of the belt communication issues is a damaged monitor belt connector. The root cause of the damaged belt connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.